Event description:
Customer reported, the system will not produce images. No pt injury was reported.

Manufacturer narrative:
Customer was able to clear the fault and did not desire ge service. Customer reported system is operating as intended.